Manufacturer narrative:
The silicone pip sz. 0 was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 3 reports. Other mfg report numbers: 1651501-2021-00037 and 1651501-2021-00039. A patient reported that she had three (3) fractured implants, and she needed another surgery. The patient received a right-hand joint replacement with silicone implants on (B)(6) 2019. Upon visit with the patient¿s new hand surgeon, it was discovered on x-ray that 3 replacement joints of her right-hand finger were completely broken. The replacement joints broke at or under the two-year mark. The broken implanted joints were creating more pressure, bone spurs and pain on her hand joints. No other clinical information has been provided.